Event description:
Customer reported that due to a delivery issue, she could not test and subsequently experienced fatigue, vertigo and diaphoresis. Customer was seen by a physician, diagnosed with severe hyperglycemia and treated with insulin and morphine. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.